Event description:
The 3 set screws that hold the seat upholstery on the right side, allegedly broke. The consumer allegedly fell, was taken to the emergency room, and was admitted to the hospital. No specific injuries were reported.